Manufacturer narrative:
(B)(4). Information was received from a foreign source who is not required to complete form 3500a. The product was returned with the complaint for review. Visual inspection revealed what appears to be plastic packaging was found adhered near the polar dome. The device was reported to be a 49mm od bipolar metal shell which was verified to be from a lot manufactured in aug 2012 and packaged in a polyethylene bag. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
Prior to surgery, upon opening the implant box, the polyethylene bag was noted adhered to the surface of the implant.